Event description:
It was reported that the balloon ruptured. A 6.0 x 200mm, 90cm ranger paclitaxel-coated pta balloon catheter was selected for a patient procedure in the superficial femoral artery. The patient was being treated for peripheral artery disease. The lesion was moderately tortuous, 100% stenosed, and severely calcified. During the procedure, inside of the patient, the balloon ruptured at 10 atm. The device was removed without problems. The procedure was completed with another of the same device. No patient complications were reported. The patient was in good condition after the procedure.